Manufacturer narrative:
The shift between CT and pet portions of the fused images occurs in the following application model numbers: volume viewer-m/n 2378674-3; CT/pet fusion aw/ 4.0m/n: 2277679-3, 2289706, 2370017; and aw4.1 or 4.2- 2348580. 2348580-2, 2348580-3, 2343319-2.

Event description:
It was reported that when displaying fused images and when using high zoom, at times, there existed a shift between the CT and pet portions of the images. This shift is due to the fusion of pet images and CT images which have different sizes. The problem exists with voxtool 3.0 64m and voxtool 3.0 64 running on aw4.1 or aw4.2. No patients were involved and no injury was reported. The concern is for possible misdiagnosis in the event in the hcp uses the CT/pet images as a stand alone exam for staging the localization of tumors.